Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are feeling shortness of breath and that during an electrocardiogram (ECG), their lead was found to be placed on the leaflet of the tricuspid valve. The patient's physician discussed the replacement of implantable pulse generator (ipg) with a leadless pacemaker. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.